Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported during intraocular lens (iol) implant procedure the iol was found with a lack of the lower loop (trailing haptic was broken).

Manufacturer narrative:
Additional information was provided in d.9., h.3. H.6. And h.11. The product was returned for analysis, and the reported complaint was observed. Intra ocular lens (iol) returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic tip is broken/torn and not returned, the other haptic is intact. The optic is intact. We are unable to determine the root cause for the reported complaint "lack of the lower loop (haptic broken)". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in h.6. And h.11 on initial MDR the evaluation method code of b01 was incorrect. It should have been b19 on the original MDR the manufacturer internal reference number is: (B)(4).